Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of pain medication for non-malignant pain/failed back surgery syndrome. In 1999, the pt underwent explantation after the hcp determined the pump "was not delivering medication." The device was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1999.